Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be upon receipt. Device eval anticipated, but not yet begun. This report is based on info supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that the hypotube kinked then separated resulting in the occlusion balloon deflating unexpected during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician noticed that the extension wire kinked and then separated outside of the pt resulting in the occlusion balloon deflating unexpectedly. The physician was able to remove the device from the pt successfully. The pt is reported to be fine.